Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test result reported of 515 mg/dl using truemetrix air meter and test result reported of 319 mg/dl using another device. The customer's expected fasting blood glucose test result range is 200 - 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 187 mg/dl and 250 mg/dl. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/31/2017 and customer stated open vial date is "about 5 days ago." The meter memory was reviewed for previous test result history: (B)(6). Customer states that obtained a reading of 515mg/dl fasting on the meter. Customer became worried and stated within 10 minutes customer tested with a neighbor's meter and obtained a result of 319mg/dl.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test result reported of 515 mg/dl using truemetrix air meter and test result reported of 319 mg/dl using another device. The customer's expected fasting blood glucose test result range is 200 - 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 187 mg/dl and 250 mg/dl. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/31/2017 and customer stated open vial date is "about 5 days ago." The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:high results. Customer states that obtained a reading of 515mg/dl fasting on the meter. Customer became worried and stated within 10 minutes customer tested with a neighbor's meter and obtained a result of 319mg/dl.